Event description:
Intervention radiology staff persons were opening a 3mm x 100mm angiosculpt pta (ref# (B)(4)/lot# g16040039) and it was already unraveled as we were taking it out of the package. The catheter and packaging was saved and the manufacturer's representative was notified of the event and that we have the catheter and packaging available for inspection. We have requested a replacement. No harm to the patient obviously.